Manufacturer narrative:
No additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Since no lot number was provided, the three most recent device history records (dhrs) were reviewed. It was discovered that the order released in november 2018 for 2 pieces was made with the incorrect template, which stated the 1b length of the shaft to be 50 mm. The returned product was identified and confirmed to have been made with a 1b length of 50mm. Review of three most recent DHR's were performed. It was discovered that one of the lots, released for distribution on (B)(6) 2018 for 2 pieces, was made with the incorrect template. The 1b length of the shaft was identified as 50 mm on the template and not 48 mm as identified on the customer's current template. To prevent future use of the wrong template, an administrative correction was initiated to correct the paperwork stored for the part number in agile.

Event description:
It was reported that the label was incorrect on the box and tracheal tube. No patient injury was reported.